Manufacturer narrative:
Corrected data d1: brand name.

Event description:
A treatment provider reported that a patient was treated to the upper abdomen areas with coolsculpting using a cooladvantage, coolcurve+ contour applicator on (B)(6) 2020. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the upper abdomen area on (B)(6) 2020.

Event description:
A treatment provider reported that a patient was treated to the upper abdomen areas with coolsculpting using a cooladvantage, coolcurve+ contour applicator and to the lower abdomen using a cooladvantage+, coolcurve+ contour applicator on (B)(6) 2020. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the upper abdomen area on (B)(6) 2020.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
A treatment provider reported that a patient was treated to the upper abdomen areas with coolsculpting using a cooladvantage, coolcurve+ contour applicator on (B)(6) 2020. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the upper abdomen area on (B)(6) 2020.